Event description:
Pt reported that hand tendon was repaired with an ethibond suture and closed with a vicryl suture. The back of the hand had a very large fluid packet which was drained three times. Pt reports allergy to latex.